Event description:
An explanted generator and lead were received for analysis. The returned product form indicated that the devices were explanted from a deceased vns patient. The patient's physician indicated that the patient was last seen on (B)(6) 2013 and they had not been informed of the patient's death. No additional relevant information was able to be provided. Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead is underway, but has not been completed to date.

Event description:
Product analysis was completed on the lead. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.